Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-eval.

Event description:
Clean sharps injury from a defective safety blade due to the protective plastic safety cap not engaging properly.